Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could cause or contributed to the reported incident. A review of complaint history for the part number over the past 14 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for versajet ii exact/versajet ii plus hydrosurgery system handpieces revealed in instructions for use section that the orange pump cartridge should be inserted into the handpiece connection port located on the front of the console until fully seated and then turn clockwise to the 3 o¿clock position. When locked correctly, the circular light surrounding the connection port should illuminate green. A review of the risk management file revealed this failure mode/adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that no prior escalated actions related to this part number and failure mode. Factors that could contribute to the reported event include degradation problem identified from the console. This is common occurrence, saline deposits build up inside the unique interlock, if not removed it can make the insertion and removal of the key difficult. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary.

Event description:
It was reported that during debridement, it was noticed that a versajet exact assy, 45 degree x 8mm and a versajet exact assy, 45 degree x 14mm would not turn the key, resulting in having to debride manually. There was a non significant delay and the procedure was finish by changing the surgical technique. Viable tissue was also removed. The patient was not harmed beyond the reported issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).